Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2012, the patient's dad/reporter claimed the patient's blood glucose has been elevated as high as 511 mg/dl with positive ketones for the past 24 hours. The patient took 0.5 u of insulin and was able to lower his blood glucose to 383 mg/dl. The reporter consulted with the patient's hcp who advised to double the patient's basal rate. During troubleshooting, the animas representative assessed the patient's alleged elevated blood glucose by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because, the patient's blood glucose exceeded 500 mg/dl and he tested positive for ketones while on insulin pump therapy.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 09/13/2012. The pump has been returned and was evaluated by product analysis on 08/20/2012 with the following findings: the pump was returned with a torn keypad and visible moisture in the display screen. It powered on with audible and vibratory alarms. The entire keypad was unresponsive, unable to move past verify screen. A display lens leak was found during in house leak test. The pump cover was removed and moisture was present I n the pump . The keypad was removed and no visible contamination was found under the key contacts. Testing was unable to complete all required steps (including the flow test) and fully investigate the blood glucose complaint; moisture damage to pump prevented adequate investigation.